Event description:
A customer reported that their pump battery was not charging. There was no adverse impact to the customer's blood glucose level. Technical support advised the customer to plug the pump into a different wall outlet and to ensure the wall adapter was connected to a functioning outlet for at least 30 consecutive minutes to initiate charging. A follow-up was scheduled by technical support.